Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The wds was advanced and deployed distally; however, it perforated through the posterior wall of the left atrial appendage. This complication was confirmed by angiography under fluoroscopy and by transesophageal echocardiography (tee) performed by cardiac anesthesia. The procedure was immediately aborted. Anticoagulation with heparin was reversed using protamine, and the cardiologist placed a pericardial drain due to the development of cardiac tamponade. Thrombin was injected directly into the pericardial space, and approximately 1 liter of red fluid was drained. The patient received four (4) units of packed red blood cells (prbcs). Following these interventions, the patient stabilized and was transferred to the intensive care unit (ICU) for postoperative recovery. The patient is expected to fully recover.